Event description:
Caller reported a cartridge alarm 30 but it did not adversely impact their blood glucose level. Tandem technical support confirmed that the issue did not occur during the load process and there was no prior report of similar cartridge alarms with this specific pump. As a resolution, a replacement pump with updated software was sent. Caller was advised to use mdi for backup insulin delivery during this period. Caller received instructions on returning the faulty pump and was informed about setting up and connecting their replacement pump.